Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed for tpn (total parenteral nutrition) delivery, with a 3000 ml vtbi (volume to be infused), for a duration of 12 hours. No further programming parameters were provided. At an unspecified time the delivery was started. After an unspecified length of time, the homecare pt reported the device alarmed for air in line. At that time, the pt reported 400 ml remained in the container; however, the expected volume to be remaining was not specified. The device was removed from clinical svc. Therapy was resumed the following day with a replacement device. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were provided. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.98 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1 ml (+/- 5%). The device alarmed as expected for air in line, no false air in line alarms occurred during testing. Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. A review of the history indicated the device was programmed for tpn delivery with a 1 hr taper up and taper down, a 3000 ml vtbi, a 12 hr duration, a 5 ml/hr kvo rate (keep vein open), and a 3050 ml container size. On (B)(4) 2011 at 2124, the device was powered on and a new container indicated. Multiple air in line alarms and check cassette alarms were noted. The delivery was stopped, started and priming occurred multiple times. At 2136, the device was powered off. At 2300, the device was powered on and the delivery was restarted at 2324. Air in lines alarms continued to occur until the delivery was stopped and the device was powered off on (B)(4) 2011 at 0407. This report represents all the info known by the reporter upon query by hospira personnel.